Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported fault. The flow transducer and the cpu were replaced prior to the service. However, the field engineer did confirm the error log contained "ventilate manually: manifold pressure sensor failure. The unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported mechanical ventilation was lost on first boot up. The unit was rebooted and then unit ventilated as designed. There was no report of patient involvement.